Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:after further investingation, it was determined that the root cause of this condition was assigned to a disconnected communication harness. The communication harness was replaced to correct this condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 804:26 was confirmed during review of the device's event history. Appropriate action was taken to correct the reported problem by replacing the communication harness. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.